Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identified a striated opening on the radius side. Based on the device analysis the final assessment is: striated opening on the radius side assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.